Event description:
The customer reports that during a lap appendectomy procedure, after firing could not remove the load to reload device. There was patient consequence reported.

Manufacturer narrative:
Date sent: 10/31/2007. Evaluation summary: the analysis showed that the device was received in good visual condition and with no cartridge loaded in the device. However, one cartridge pan was received lodged in the channel. Two cartridges were received inside the bag, cartridge b was noted to have the pan dislodged and cartridge c was received fully loaded with staples. The returned device was tested for functionality with the returned cartridge c and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. After the pan was remove from the channel, the cartridge was loaded into the device without any difficulties. While no conclusion could be reached as to how the pain became dislodged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.